Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the rf head failed uplink testing and was not able to interrogate due to the cable being out of electrical specification.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not print and the mpu board and printer replacement cannot fix the issue. Also, the radio frequency (rf head) does nt work. The programmer and rf head have been returned for repair. No patient complications have been reported as a result of this event.